Manufacturer narrative:
The nova max plus blood glucose monitor is expected to be returned for evaluation.

Event description:
The complainant reported the meter display is missing the last digit from his test result.

Manufacturer narrative:
The complaint is confirmed. A complete investigation could not be performed due to the condition of the lcd display. There is no visual evidence of physical damage to the returned device. Insertion of the battery and activation of the 'm' (mode) button powers on the meter. The following lcd icons/characters are missing: ctl - battery and ketone icon third digit segments are completely missing the dot (".") Character is missing from the 88.8 root cause could not be conclusively determined. The DHR was complete and contained all relevant data indicating the product put in to finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.